Event description:
Follow up information received that the patient underwent surgical intervention in which the patient had the system explanted. The infection is now resolved.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient had an infection at the ipg site. The patient was diagnosed with a staph infection and prescribed antibiotics. The patient may undergo surgical intervention.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.